Event description:
In 2007, the pt was implanted with gore excluder aaa endoprostheses. In 2009, the devices were explanted. Reason for the explant is unk. Further investigation to follow.

Manufacturer narrative:
Method code - a review of the manufacturing paperwork has been conducted. Results code - the review of the manufacturing paperwork verified that this lot met all pre-release specifications. Please note, additional device involved: pxt141200/05218508.